Event description:
(B)(4). My name is (B)(6), single mom to three beautiful children whom the good lord and a judge granted me full custody of in (B)(6) 2012. On (B)(6) 2013, I had the essure device implanted inside of me to ensure no more babies, so I could take care of the ones I had. I was told it was a non surgical permanent procedure , I was told that just like any other procedure there was risk including death during the implant process. I was told it was made of metal, and I was given a card to carry with me for identification purposes. I was not given a nickel allergy test. I was not told of the massive amounts of side effects this would begin. Again they were implanted on (B)(6) 2013, by (B)(6), I was having my first reaction to it. Was seen at the (B)(6) clinic for shortness of breath, tight chest, and asthma symptoms that up until then I had no issues. By (B)(6) 2014 those symptoms progressed into arm and neck pains which my doctor thought might be carpal tunnel. In addition to this, I was having low blood pressure, dizzy vertigo spells, light headedness, excessive sweating and yet constantly cold. They tested me for pots and ordered the autonomic reflex screen. On (B)(6), I did the follow up hsg test to ensure my essure coils had indeed done what they were supposed to. Dr. Writes that the hsg was performed without difficulty, devices are both present and satisfactorily placed, tubes are occluded at the cornua. Interestingly at same time, they noted there was a something else inside left pelvis.. " has the appearance of a surgical clip although patient reports having no other pelvic surgeries". By (B)(6) was seen again at the (B)(6) for dizzy spells turning into black out spells while standing or sitting. Was concerned about weird urine, some burning itching etc. My autonomic reflux pointed to deconditioning, hypovolemia, venous pooling, or hyperadrenergic state causing otrthostatic intolerance. Dr ordered another round of blood work, diabetic screening. Had a uti as well. Symptoms continued into 2015 where I was seen for bulging pelvic, pain, rectal pressure and pain during vaginal intercourse, pain during sex. Was tested for all std's. Thus the painful periods, muscle pains, bleeding during sex, after sex, disappearance of any normal period and entering into random painful bleeding with no rhyme or reason. After essure , I have been treated for many things and have symptoms including, painful cramping, sharp stabbing pelvic pain, uterine pain, side pain , stomach pain, excessive bleeding during period, before period and after period, night sweats, low blood pressure, cold all the time, bleeding and spotting during sex, painful intercourse, bleeding and spotting inbetween cycles, yeast infections, urinary tract infections, itching burning and stinging of the vaginal entrance, back pain, especially lower, random muscle aches and pains , severe bloating, constipation, nausea gas, constipation, liquid diarrhea, severe vomiting issues with no reason, heartburn, metallic metal tastes, headaches, massive migraines, dizziness, tingling sensations in hand and feet, bruises that are large and stay for long periods of time, numbness, brain prickles, or shocks, mood swings, anxiety, forgetfulness, itchy skin, flaky skin, random heart palpitations, a weight gain of 22 pounds in one year, unexplained fevers, vision issues including blurriness and headaches, and asthmatic symptoms of shortness breath etc. My bleeding has become so painful I am down for days in pain when they happen, and tampons literally fall out of me saturated. I am not a doctor for certain, but this I do know, these issues did not develop until after the essure implant. I thought my risk ended when I had my 3 month check up to ensure they were where they were supposed to be, I did not know it would change my life on a daily basis. Do you have any idea how hard it is to raise 3 kids on your own, do you have any idea how much harder that it becomes when your own body betrays you daily. Do you have idea what its like to have to stop intercourse because the pain is so great, and to see yourself and your partner covered in blood. I can assure you if you truly want to understand what an essure implant patient goes through, the best advice I have for you is go get implanted. You will find out quickly. Just this (B)(6), I removed my care into the hand of a new dr. I am going to be having a full hysterectomy to remove these coils, stupid pet fibers, and any and all issues. This includes my uterus, my tubes, cervix, and also my left ovary. I am not a dr. But I am a mother, a daughter, a friend, and a human, and I did not deserve what these essure coils have done to me . I truly hope that you do what is right for every woman out there. These need to be stopped until much much much more research is done. I am thankful that my fiance was fixed, so I did not ever risk getting pregnant like some poor women have. I truly hope you stop this product. I appreciate your time. My insurance company paid for this, it is not a life saving device. Clearly there are other safer and healthier permanent sterilization procedures.

Event description:
(B)(4). On (B)(6) I had a full hysterectomy. Tubes, uterus, cervix, and coils. Doctor was able to save my ovaries. Despite my "correct placement " of the coils and the hsg test being "performed correctly" guess what was puncturing through my tube, that's right a coil. Remove these from the market !